Event description:
It was reported that the triple lumen catheter was inserted in the patient's right internal jugular vein in 2002. 4 days later, the patient was found unresponsive and slumped over in a chair. The brown hub on the catheter extension line had separated and was on the floor. The patient expired from an air embolus.